Manufacturer narrative:
Currently we are unable to input codes into that section. For this reason the codes used and their descriptions are listed below. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any visible anomaly which may be a trigger of the reported insufficient gas transfer performance. The actual sample was rinsed with saline solution and subjected to another visual inspection. Slight amount of fiber-like thrombus was found to have been formed inside the device. The actual sample was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. There was no formation of red thrombus on the filter. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The significant formation of red thrombus was found on the layer after 14mm of the fiber layer had been removed. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production related anomalies. A search of the complaint file found no other report with the involved product/lot# combination. The provided perfusion record was reviewed. At 21:50, fio2 was increased to 90% but at 22:20 pao2 was noted to have been decreased to 201.5mmhg. At 22:12, the gas flow rate was increased to 9l/min but at22:20, paco2 was noted to have increased to 51.6mmhg. In spite of increased fio2, pao2 would not get increased. In spite of increased gas flow rate, paco2 would not get decreased. From these phenomenon,it is likely that the gas transfer of the actual sample was hampered. During the investigation, the actual sample was confirmed to be the normal product with no formation of thrombus on the filter. There was a slight amount of fiber-like thrombus found to have been formed inside the device, but it was unable to be determined when this thrombus had formed, whether during use or during transportation back to the factory. Although the exact cause for the reported issue cannot be determined based on the available information, the wet-lung phenomenon may have occurred, where water drops adhered to the fiber and this hampered the gas from being transferred properly. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device during a procedure. Follow up communication with the user facility reported the following information: (1) during the vsp+CABG operation, about 2 hours after ecc started, it was noted that oxygenation was low with po2; (2) the actual sample was changed out to a new capiox fx25; (3) the operation was continued and completed successfully; and (4) there was no harm to the patient, patient is currently under pcps, which is not related with the oxygenator in question.